Manufacturer narrative:
(B)(4). Batch #: 232a69. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with the release button broken off and no reload was received. In addition, a loose spring of release button area was returned inside of a plastic bag. Further analysis of the clamping mechanism was noted to be nonfunctional; due to the condition of the release button being broken. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged do not allow the closure trigger to close the device. The event reported was confirmed and it is related to improper use of the device. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished lot and device batch number, and no non-conformances were identified if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to an unknown procedure that when the device was opened the release button fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.